Event description:
Procedure type: hernia. According to the reporter: according to the complaint received on 04/17/2009, pt alleges problems arising due to implementation bard's avaulta mesh in 2007. Additional info received from bard on 05/05/09. It was reported that nine days post-op, the pt developed bilateral infections at the buttock puncture sites. The condition was diagnosed via office exam and CT scan showed no fistula at that time. At about 2 months later, infected mesh was seen in the rectovaginal space, rectal exam was still normal, 2 sigmoidoscopies were normal. One week later, pt was taken to or where a rectovaginal fistula was found. After bowel prep in the next day, rectovaginal fistula was repaired. At about 2 months later, the fistula recurred and pt was referred to a colorectal surgeon.